Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed both first and second priming sequences before being deactivated at pulse 66. Investigation of the needle mechanism did not find any damages or abnormalities that could contribute to the early deployment of the needle. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no abnormalities were observed, the exact cause of the reported early needle deployment could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.